Event description:
It was reported via phone call that the customer was unable to get their insulin pump to calibrate. Customer's blood glucose level at the time was 511 mg/dl. Advised that the insulin pump will not calibrate if the blood glucose levels are over 400 mg/dl. Troubleshooting was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.